Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post implant of this 33mm mitral annuloplasty band, insufflation of the ventricle showing continued mild mitral valve prolapse with no leak. The patient was weaned off cardiopulmonary bypass (cpb) and transesophageal echocardiogram showed systolic anterior motion of the mitral valve with moderate insufficiency. The patient was put back on cpb and the 33mm annuloplasty band was removed and replaced with a 37mm annuloplasty band. No additional adverse patient effects were reported.